Event description:
The arterial po2's were difficult to control throughout bypass. They ranged from 65 mmhg to 261 mmhg. The original oxygenator was used to complete the case. The pt's recovery was uneventful.